Manufacturer narrative:
(B)(4). Date sent: 5/21/2021 d4: batch # u5ek7l. H6: component code: electrical and magnetic (g02) investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with six reloads (b, c, d, e, f, & g) present. The reloads were received unfired. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The damage to the bulkheads contacts has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during endoscopic lobectomy, six cartridges were used in the surgery and all got some staples malformed with irregular shape. There was no patient consequence reported. No additional information can be provided.